Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital technician found that the penumbra system 3max reperfusion catheter (3maxc) was kinked upon removal from the packaging. The damage to the 3maxc was found prior to use. Therefore, the 3maxc was not used in the procedure. The procedure was completed using a new 3maxc.

Manufacturer narrative:
Results: the 3maxc was fractured approximately 53.5 cm from the hub. Conclusions: evaluation of the returned 3maxc revealed that the 3maxc was fractured. If the device is forcefully retracted from the packaging hoop at extreme angles, the device may become damaged. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.